Event description:
It has been reported to philips that the geometry movements were not possible.the patient was on the table and had to be moved to another system, which delayed the procedure. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there were no geometry movements. A review of the system logfiles found that there was an issue with geo ipc. Upon troubleshooting actions, fse identified that the issue occurred due to a failure in the geo ipc. Fse reinstalled geoipc software. After reinstalling the geoipc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.